Event description:
Male diagnosed with a fungal corneal ulcer of the left eye. The pt's symptoms of eye pain began in july of 2005. He reported at the time that he was a soft contact lens wearer, but had not slept in his lenses. He also reports that he had been using bausch and lomb renu contact lens solution. He had been evaluated and treated with topical antibiotics and steroids, with no significant improvent in his corneal ulcer. He was referred to me on 09/28/06 for management of the ulcer. Photos were taken of the eye and cultures were obtained from the ulcer. These subsequently grew out fusarium sp filamentous fungi. Pt has subsequently undergone therapeutic corneal transplantation twice and his post-operative course was complicated by fungal endophthalmitis, retinal detachment and presently the involved eye appears to be pre-phthysical.